Event description:
Product: mentor breast implant textured- 450cc. The complainant reported the breast implants that was implanted in both breasts (450cc in each breasts) in (B)(6) 1999 by dr. (B)(6) m.d. Has ruptured. She reported about three years ago, began having the following symptoms, chest pain, throat burning, muscle on neck swollen, severe headaches, brain fog, hair falling out, constant bleeding diarrhea, itchy skin and rash on her bottom; reported the rash and itch has subsided. The complainant reported has mris revealed lumps in breasts, cat scans, lab work, tests done, came back normal and that no one knows what was wrong with her. She stated (B)(6) at (B)(6) has been monitoring her health journey and has all her medical records. On (B)(6) 2021, she had both breast implants removed at (B)(6). The complainant state her health has improved, but still has symptoms stated above. On (B)(6) 2021, she reported this incident to the company, mentor poc - claim (B)(4), (B)(4), who offered to replace her breast implants but she refused stated it is unsafe to have these implanted in women. The complainant does not have product details, no serial number or product codes. She stated requested product codes from her surgeon, but he responded that he no longer has the product code or does not have that information and that no other information was available.